Event description:
I got my silicone breast implants on (B)(6) 2019. After experiencing a host of strange symptoms, such as sudden weight gain, blurred vision, heartburn and daily migraines, I went to my physician for a routine physical. On (B)(6) 2019, about 9.5 months after having implants put in, my blood now showed I tested positive for autoimmune issues, particularly lupus. All bloodwork done right before surgery and previous to that, had all tested negative for this issue. FDA safety report ID # (B)(4).